Event description:
It was reported that the patient's catheter was kinkied and the pump may have been running dry for about a month. The patient was "fine". No symptoms were reported. The patient was scheduled to have the catheter revised. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l information has been requested, a follow-up report will be submitted if add'l information's becomes available.